Manufacturer narrative:
Exemption number (B)(4). On 28 november 2011, the FDA granted the permission for the manufacturer fidia (B)(4) to submit a single MDR for adverse events that involve medical devices manufactured by fidia (B)(4) and imported into the USA by fidia pharma USA, inc. As a consequence, fidia (B)(4) (the manufacturer) is submitting this report on behalf of fidia (B)(4) (the importer). The present MDR report satisfies the reporting obligations for both companies. The quality assurance dept at fidia performed a deep evaluation of the production and quality control documentation relative to the involved batch. This evaluation included a review of the production process, in-process controls, sterilization print-out, bioburden results, release results and the evaluation of the quality characteristics of the raw materials and component used in the manufacture of batch 136200. From this evaluation, no anomaly was found and the lot is considered perfectly in compliance with the specifications.

Event description:
This physician reports a (B)(6) female pt started hyalgan (sodium hyaluronate) 1 single injection, once on (B)(6) 2012 for an unknown indication. The pt has no relevant medical history, concomitant medications or past drug history. On (B)(6) 2012, the physician started to give the injection, the pt expressed severe pain and the physician stopped to assess the area. After assessment, he proceeded to give the full injection and she did not have any more pain. Within 3-4 minutes after completing the injection, the pt felt light-headed like she was going to pass out. The pt was put in a wheelchair and was given water. After a minute or 2, she was wheeled to the lobby. She vomited in the lobby and then had full body convulsions but did not loose consciousness. A little bit later, she had another full body convulsion. Her vitals were checked about 30 minutes later, and they were normal. The pt was follow-up with a day or 2 later and all her symptoms were resolved. As of (B)(4) 2012, it is unknown if she will continue to get the hyalgan injections and all her events are resolved. Clarification: the lot numbers and expiration were requested but were not reported by the physician to the sales representative. The event was reported via fidia sales representative. Follow-up ((B)(4) 2012). This physician provided to a fidia sales representative the lot number (136200) and expiration date (06/2014) for the hyalgan (solium hyaluronate). On (B)(4) 2012 follow-up: the medical officer of fidia pharma USA contacted the reporter who provided the following clarifications: "this physician describes the "convulsions" as severe shaking of the upper extremities with a lesser involvement of the lower body. He observed that the shaking resembled that seen with hypothermia and did not resemble a grand mal seizure. He feels that myoclonus would be the most likely description and if there was any epileptic component he felt it would be a partial seizure of some kind. He also felt that an element of reactive anxiety and a vasovagal reaction were involved to some degree. In recording the incident in his records he has selected diagnostic codes 333.2 and 345.50".